Manufacturer narrative:
Investigation findings: separation problem. A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated or corrected: b4, g3, g6, h2, h6 (correction to the component code), h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The imaging from the 5-year chest x-ray (cxr) was evaluated and the following was observed: one (1) fracture was identified at the outflow of the alterra prestent. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The edwards alterra adaptive prestent system IFU as well as the device procedural manuals were reviewed. Warnings include, 'correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture' and 'if a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered'. Precautions note, 'long-term durability has not been established for the prestent. Medical follow-up is advised so that device related complications can be diagnosed and properly managed'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for prestent fractured and para-stent leak were confirmed through the provided chest x-ray (cxr) report. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is considered safe under pulsatile loading conditions based on finite element analysis (fea) modeling, accelerated wear and tear (awt), and fatigue testing. In anatomical bends, the prestent may experience frame fractures on the area experiencing the bend. The technical summary documents a review of available CT scans/ imaging for patients with reported prestent fractures. During the review of cxr report, one (1) fracture was identified at the outflow side of the alterra prestent. Per the technical summary, fractures occurring at the outflow side of the stent are likely associated with high positioning of the distal portion of the prestent within the patient's bifurcation. In this position, portions of the distal stent may experience bending/ engagement with the pulmonary artery, resulting in increased strain on the frame and a higher likelihood of outflow fracture. Additionally, the technical summary included a review of manufacturing documentation and a sem (scanning electron microscope) micro crack study to assess whether microcracks could have been present on the frame prior to prestent implantation. No microcracks were observed at any stage of the investigation, and no evidence of a manufacturing non-conformance that could have contributed to the reported complaint event was identified. Due to the lack of relevant imaging and patient'specific anatomical information for this case, a definitive root cause cannot be determined. However, based on historical investigations and the findings documented in the referenced technical summaries, patient factors (high prestent positioning leading to engagement with patient anatomy) may have contributed to the reported event. Per medical records, the 5'year tte and clinic notes document a normally functioning prosthetic valve with mild paravalvular regurgitation. The prestent remains stable despite the reported fracture. Additionally, the fracture location is not expected to affect the sealing interface between the saipen 3 valve and alterra prestent, and the medical records indicate normal valve function without evidence of structural complications. In the absence of applicable imaging, a definite root cause could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by clinical safety, approximately 5 years post implant of a 29mm alterra prestent and 29 mm sapien 3 valve in the pulmonic position, during review of the 5-year chest x-ray for this patient, a type I fracture was found at the alterra outflow, rung 6 in proximity to an apex. Upon retrospective review of the 4-year chest x-ray, it was determined that this outflow fracture was already present but not previously identified. The 4 year submission is the first time the fracture is seen. According to the medical records, the core lab tte for the 4 year and 5 year follow ups showed mild pulmonary regurgitation and mild alterra pre-stent regurgitation. There was no migration, pericardial effusion, thrombus, or pseudoaneurysm present on the sapien 3 or alterra. There is no information provided regarding any plans to intervene or treat at this time. A CT of the heart was provided from the 5 year follow up that showed s/p alterra valve with normal function. No evidence of hypoattenuation, vegetation, or thrombosis of the leaflets. The stent is patent and extends into the main pulmonary artery with no obstruction of the branches. There is no evidence of stent fracture, however the chest x-ray was not received.

Manufacturer narrative:
A supplemental MDR is being submitted for additional records being received. The following sections have been updated: b4, b5, b7, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
Additional information received noted that the 5 year tte and clinic documentation indicated a normally functioning prosthetic valve with mild paravalvular regurgitation. The patient demonstrated good functional capacity, remained asymptomatic, and no intervention was planned. Follow up was to continue per the research protocol.